Manufacturer narrative:
Following one unit received, made a visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of led, and communication anomalies is not confirmed, transmitter is working and flashing as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a loss of communication between the insulin pump and transmitter and reported sensor warm up did not start. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed.the customer reported that the transmitter did not blink when connected to the sensor and the sensor warm-up had not started. The transmitter led(light emitting diode) light blinked when connected back to the sensor, but the transmitter was not connecting to the pump. The customer deleted the transmitter serial number and re-paired the transmitter to the pump, but the issue persisted.no harm requiring medical intervention was reported. The customer discontinued the use of the device, mmt-7841zn was requested and customer response was the device will be returned.